Event description:
Original analysis determine that the complaint applied to remedial action. During failure investigation on 04/30/07, the failure was confirmed. The failure was isolated to the main pcb. There was no pt harm reported.

Manufacturer narrative:
The mfg facility has initiated a corrective and preventative action associated with the isolated failure.